Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. Intially reported as (B)(4) on the (B)(6)2010 report. A lead tip stiffness test was performed and found within specification.

Event description:
It was reported that r-waves and impedance had decreased, and exit block was noted. Echo revealed that the lead perforated the pericardium. The patient has no relative heart disease.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.